Manufacturer narrative:
The investigation is ongoing. Device not returned.

Event description:
As reported from our affiliates in brazil, during a transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23mm sapien 3 valve, there was resistance felt during insertion of the delivery system. During attempt to position the commander delivery system in the aorta, the thoracoabdominal aorta ruptured and the patient passed away.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided. The following sections of this report have been corrected/updated: b1 (report type), h6 (device code), and h10 (provide narrative/data). Additional information was received indicating the resistance reported was experienced after the delivery system had exited the sheath. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery of the patient's anatomy was provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU/training manuals, push force can vary due to angle of insertion, transcatheter heart valve (thv) size, vessel diameter, tortuosity, and degree of calcification. In expectation of high friction, use short movements. In addition, it is noted that heavy calcification is a factor that may make crossing the native valve difficult. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for inability to track delivery system with valve through the patient's anatomy was unable to be confirmed as neither the device nor applicable procedural imagery was provided. A manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the event. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, 'the patient presented moderate degree of vessel tortuosity and calcification. During procedure, some resistance was felt during ds insertion due to the patient's vessel tortuosity. The resistance was felt after the delivery left the introducer sheath set. In addition, while attempting to positioning the commander in the aorta, the delivery system (st commander) ruptured the aorta.' Per the report, tortuosity and calcification were present within the patient's anatomy. A review of the imagery provided of the patient's anatomy revealed a kinking of the thoracic aorta and s shape. A spot of calcification, either circular or horse-shoe-shaped, was also noted on a vessel. This may reduce the elasticity of the vessel and any force, even minor, can puncture or break that area when inserting/pushing a delivery system or stiff wire. Tortuous vessels can also create sub-optimal angles that can interfere with advancement of the delivery system. In this case, available information suggests that patient factors (tortuosity and calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.